Manufacturer narrative:
Gore is currently reviewing the manufacturing paperwork of the device involved in this event. The device remains implanted. Therefore, an evaluation on the device cannot be performed. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported to gore that on (B)(6) 2025 a 30 mm gore® cardioform septal occluder was selected to treat a patent foramen ovale (pfo). Reportedly, the implanted loop recorder had detected atrial fibrillation on (B)(6) 2025 and apixaban 5 mg was added to bisoprolol 2,5 mg whilst clopidogrel and aspirin were stopped. Follow-up examination on (B)(6) 2025 found the patient¿s heart rhythm to be still erratic and the patient was advised on consulting his general practitioner or the accident and emergency department, respectively, for medical optimisation.

Manufacturer narrative:
Emdr section h6: codes have been added/updated to reflect the extent of the investigation performed: h6, component code replaced g07003 with g04088. Added g04027. H6, type of investigation: added b20, b14, b11. H6, investigation findings: replaced c21 with c19. Code c19: the review of the manufacturing records verified that the lot involved in this event met all pre-release specifications. The device remains implanted. Therefore, an evaluation on the device could not be performed. H6, investigation conclusions: replaced code d16 with d15. No further information has been received for this patient. Based on the incident description and the subsequent investigation, gore is unable to determine the cause of this event or assign a definitive root cause.